Event description:
After successfuly advancing the coronary artery stent with delivery system to the target lesion site, the stenting physician attempted to inflate the balloon. The balloon was reported to have lost integrity at approximately 2 atmospheres of pressure. Subsequently, the stent became dislodged from the balloon catheter and embolized into the left main coronary artery and was successfully retrieved by means of a snare. No further complications are reported relative to this procedure.